Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor. The customer¿s blood glucose level was 417 mg/dl at the time of the incident. The customer stated that the drive support cap was sticking out. The customer also stated that the dome sticker came off the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window, cracked case, missing end cap sticker and loose/protruded drive support disk.